Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer pocket failed to open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 pocket d1 had failed and required maintenance. The field service engineer (fse) had logged in remotely using remote support services (rss) to assist the customer. The fse had guided the customer in unloading the cubie and ensuring it was properly removed in the application. Afterward, the fse had helped reload the medication into another cubie pocket, confirming successful completion of the process. The system functioned as intended after the field service engineer troubleshot the device.